Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer observed gel globules in serum in few tubes on this lot number, which sticks into instrument probe. No patient impact reported.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). Investigation summary: bd received four (4) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed, but poor barrier separation was not seen. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination for gel defects and the issue of oil gel globules and poor barrier separation were not observed. Complaints for sample quality are under statistical control for the month of october 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of oil gel globules, and unconfirmed for poor barrier separation based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.